Manufacturer narrative:
Based on the information received, the cause of dislodgement was due to twiddler syndrome.

Event description:
During follow-up in clinic, dislodgement was noted on the right ventricular (rv) lead and the right atrial (ra) lead due to twiddler syndrome. The rv and ra leads were explanted and replaced with no patient consequences. Related manufacturer report number: 2938836-2017-32980.